Manufacturer narrative:
The evaluation of the concentrator was completed on(B)(6)2020 . The allegation that the product experienced an over-pressurization event was confirmed.

Event description:
The dealer reported the patient has an irc5po2v, and the tubing on top of the sieve bed melted and sprayed melted plastic onto the wall of the patient's home.

Manufacturer narrative:
Photographs were provided, which confirm the product tank itself appears to be intact and remains in its intended position within the device. The tubing coming off the sieve bed caps appears to be melted, discolored, and sieve material is present within the tubing. There is sieve dust throughout the inside of the concentrator, and it appears that the tubing and/or other debris came through the filter on the back of the concentrator. At this time, based on the available information, this failure mode resembles one that was previously addressed. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates.

Event description:
The dealer reported the patient has an irc5po2v, and the tubing on top of the sieve bed melted and sprayed melted plastic onto the wall of the patient's home.